Manufacturer narrative:
The event is not confirmed. On (B)(6) 2025 a distributor reported that a patient received an injection (1st injection of orthovisc series, mitek orthovisc 2 ml us - 630254, lot unknown) and patient chart states, "rash and pruritis" reported in the evening after the injection. The patient then noticed some lip and facial swelling. The issue occurred over a few days. The patient went to an urgent care facility after a few days and received steroid and epipen injections as well as oral prednisone. It is unknown if other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) was required. It is unknown if the patient is part of a clinical study. On 03 jul 2025 additional information was reported to anika that the initial reporter stated: "I do not have the lot number for the orthovisc syringe in question as the customer had disposed of the product already when the complaint had been brought to our attention." No additional information was provided. The lot number was not provided; therefore, a review of the batch record could not be performed. Anika manufactures and releases all lots for commercial use to applicable procedures and specifications. A three-year retrospective review of the ncrs this product was performed. There are no other ncrs related to this event. The IFU (aml 500-254 rev-d) was reviewed: warnings, temperature storage, handling precautions, and general device-specific information are sufficiently documented in the IFU. A three-year retrospective review of retention inspection logs beginning with the most recent lot inspected was performed. There were no non-conformances documented in the logs that are related to the reported event. A review of the recent stability study report for orthovisc was performed. There were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications. Anika's internal clinician indicated that there is a temporal association between the reported incident and use of the product per the symptoms and signs status post the ia orthovisc injection. There was insufficient information to determine cause.

Event description:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On (B)(6) 2025, it was reported to anika that after receiving an orthovisc injection, the patient reported experiencing rash and pruritus in the evening. The patient then noticed some lip and facial swelling that occured over a few days. The patient went to an urgent care facility after a few days and received steroid and epipen injections as well as oral prednisone. It is unknown if the patient required further medical intervention. It is unknown if the patient was part of a clinical study. The remaining series of injections were discontinued. The current status of the patient is not known.